Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted on visual inspection; full lead returned and analyzed.

Event description:
It was reported during the implant procedure that the lead was damaged at the proximal end of the rv coil during insertion thought the introducer valve. The lead was not implanted. No patient complications have been reported as a result of this event.